Event description:
It was reported, the slave cable port doesn't provide signal, appears to be loose connection. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; ECG (electrocardiogram) port is broken loose form the lem (link electronic module) printed circuit board assembly. Analysis also found the system fan is noisy. Products: 229047 analyzer. (B)(4).